Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/17/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed inexplicable rebooting events. The pump¿s total daily dose history matched the pump¿s history correctly. A battery compartment crack was observed. A battery cap was not returned with the pump; a test cap was able to secure properly to the pump and a power issue was not experienced. The pump successfully completed a prime sequence and 24-hour exercise test without issue. A delivery accuracy test found the pump to be delivering accurately. There was no evidence of damage or defect with the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was above 500 mg/dl with an unspecified level of ketones, abdominal pain, and vomiting, and received treatment at an emergency room by insulin injection. It was reported the pump experienced an intermittent power issue and had evidence of a battery compartment crack. It was reported the pump¿s setting were not recently changed and the patient discontinued pump use. This complaint is being reported because the patient¿s alleged hyperglycemia was associated with a report of pump malfunction.